Event description:
Per contact, the bands misfired. No bands fired. Contact claims that when returning product into the scope, the scope was damaged. The procedure was completed with a competitor's product.